Event description:
A report was received that the patient had infection at the pocket site. The symptoms were oozing clear liquid and swelling. Antibiotic was given. The physician believed that the infection was procedure related and was caused by the patient's picking at the pocket scab. The patient underwent an explant procedure and was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.